Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: the s-rom stem was implanted in patient on (B)(6), 2004, during a revision of a total right hip arthroplasty. Patient began to experience right hip pain in (B)(6) 2010. An (B)(6), 2010 revision confirmed that the stem had fractured.

Manufacturer narrative:
Update: (B)(4) 2012 - implant sticker sheet (providing part and lot numbers) and revision operative report received. In addition to the fractured stem, operative report states the femoral component was found to be loose with gross movement noted between the proximal cone and remaining proximal femoral bone stock. Sleeve added to complaint. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers allege: the s-rom stem was implanted in patient on (B)(6) 2004, during a revision of a total right hip arthroplasty. Patient began to experience right hip pain in (B)(6) 2010. On (B)(6) 2010, revision confirmed that the stem had fractured. Doi: (B)(6) 2004 - dor: (B)(6) 2010 (right side). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.